Event description:
It was reported that this patient had an atrial tachy response (atr) episode due to far-field oversensing. Ventricular signals were sensed on the atrial channel, causing a seven second episode of atr. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.